Event description:
It was reported that; epidural IV tubing sets were leaking at the engagement of the male luer, resulting in female labor patients not receiving adequate dosing of fentanyl /bupivacaine. The nurse replaced the IV tubing sets, enabling the patients to receive the correct dosage of medication and got pain under control. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Correction; e.2, e.3, and g.3. The customer¿s report that the epidural IV tubing set was leaking at the engagement of the male luer was confirmed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. Functional testing was performed and small droplets were observed at the engagement between the tubing and the inlet port of the male luer . The set was then pressure tested while submerged underwater. Air pressure was incrementally increased and no leaks were observed during pressure testing. Although there are multiple contributing factors, the predominant root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that; epidural IV tubing sets were leaking at the engagement of the male luer, resulting in female labor patients not receiving adequate dosing of fentanyl/bupivacaine. The rn replaced the IV tubing sets, enabling patients to receive the correct dosage of medication and got pain under control. There was no patient impact.